Event description:
It was reported that the usb charger cable was damaged and the customer experienced difficulty charging the pump with the usb cable. Tandem technical support sent the customer a replacement usb charger cable. There was no adverse effect to customer's blood glucose level.